Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that the act and up arrow buttons on the insulin pump got stuck during a bolus attempt. The customer did not recall any significant events leading to the keypad issue. She changed the battery and the buttons had an intermittent response. Blood glucose value was 221 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.